Event description:
The customer reported the system failed to fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation. The cable leads were removed and cleaned. The xray tube was recalibrated. The system was then found to be operating as intended.